Manufacturer narrative:
Complaint conclusion: as reported, the 6-7f mynx control vascular closure device (vcd) sealant was unsheathed when inserted through sheath. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient had a relevant medical history of pvd. A 6f non-cordis sheath was used. There was no presence of pvd / calcium in the vicinity of the puncture site. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly) prior to inserting it into the sheath. The sealant was prematurely exposed/deployed during insertion into sheath. The device removed from the package per the instructions for use (IFU). Hemostasis was achieved with another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The device was not available to be returned for analysis. A product history record (phr) review of lot f1919601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control system deployment difficulty-premature in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, prep factors and/or handling factors may have contributed to the issue reported since the customer reported that the sealant was exposed during insertion into the sheath. If the outer sleeve is damaged during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6-7f mynx control vascular closure device (vcd) sealant was unsheathed when inserted through sheath. There was no reported patient injury. The product was discarded and will not be returned for analysis. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient had a relevant medical history of pvd. A 6f non-cordis sheath was used. There was no presence of pvd / calcium in the vicinity of the puncture site. The sealant sleeves (cartridge assembly) were not out of position. There were no damages noted to the sealant sleeves (cartridge assembly) prior to inserting it into the sheath. The sealant was prematurely exposed/deployed during insertion into sheath. The device removed from the package per the instructions for use (IFU). Hemostasis was achieved with another mynx device. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered.